Manufacturer narrative:
According to the facility during a procedure the 'bb taks broke inside the patient and the doctor had to remove them'. According to the facility the doctor was able to remove the broken pieces and the procedure was completed without further issue. The sample was not returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility during a procedure the 'bb taks broke inside the patient and the doctor had to remove them'.